Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider on 2018-aug-15. It was reported that the cause of the unresponsiveness was an "aggravation of hypoxia secondary to pneumonia with the coadministration of norco and xanax." To resolve the issue the hcp discontinued the patient's norco and xanax and decreased the pump rate from 6.75 mg/day to 5.5 mg/day. The unresponsiveness was considered resolved. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving morphine (unknown concentration at 6.7 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient was not responsive. It was noted to have occurred "30 minutes ago" relative to the time of the call. The patient did respond/"woke up a little" when they administered narcan. The caller wanted the pump stopped as soon as possible but did not have access to a physician programmer. The patient's last refill had been scheduled for (B)(6) 2018. The caller did not know if the patient had been to her pump clinic recently, and they were unable to get ahold of her managing physician. It was noted this was a sudden change in symptoms. A device manufacturer representative was paged to assist with turning off the pump. No further complications were reported.